Event description:
The essence unit handle was in the charger unit, plugged into the wall outlet. About an hour later, flames came out of the rear of the charger and scorched wall paper in bathroom. The customer was able to smother fire before the fire department arrived.